Event description:
Received a report indicating customer experienced an overinfusion on this pump. The medwatch indicates that the patient's tpn pump empties bag 2-3 hours early, including 150ml overfill. Patient is missing 3 hours down ramp. Patient said it has not caused any problems. No patient injury has been reported at this time.